Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was unable to close. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure code for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to close due to a broken plunger spring. A field service engineer (fse) replaced the spring and reinstalled the drawer. Initial tests showed drawers 4.1 and 4.2 were unresponsive. After replacing both retractable bands and reassembling the drawer, both drawers functioned correctly. A full test on drawer 4.1 passed, and the results were saved. Following a reboot, the customer successfully inventoried medications in the application, and functionality was confirmed in hta. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was unable to close. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.